Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb cable had to maneuvered in the usb port in order for the pump to charge. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.